Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign debris in the instrument channel as well as the forceps passage on the insertion tube side. The foreign debris was further examined using a borescope and the material was identified as biohazard. This finding is due to insufficient cleaning of the endoscope also attributed by damage to the scope. In addition to this finding, it was also observed that the label on the scope was illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus a stent was lodged in working channel of the evis exera iii gastrointestinal videoscope. The reported issue occurred during an unknown procedure when the stent was being removed through the channel. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the stent getting lodged in the biopsy channel could not be determined. Olympus will continue to monitor field performance for this device.